Manufacturer narrative:
The customer contacted siemens healthcare diagnostics. A customer service engineer cleaned the wash bowl and the carryover was decreased to an acceptable level. The cause of the discordant, blast cell count is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The customer reported a 5% carryover of blast cells from leukemia sample a to normal sample b when using the advia autoslide system. It is unknown if the discordant result was reported to the physician. The sample was repeated on the same instrument and was as expected. It is unknown if the repeated result was reported to the physician. It is unknown if there were any patient intervention or adverse health consequences due to the inaccurate blood smear.